Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that one of the wires that composes the forceps elevator wire was raised due to cut or fray. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the facility that the forceps elevator wire was cut off during the procedure, and patient discharge was delayed.there was no report of patient injury associated with the event.the event date was unknown.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that one of the wires that compose the forceps elevator wire was cut and raised. The part where the wire was cut was checked, it was found that it was cut at the end of the forceps raising wire on the forceps stand. From this result, it was judged that the fatigue fracture was caused by repeated operation of the forceps stand, not by interfering with some sharp object.